Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available despite good faith efforts. Additional information received indicated the scs patient was experiencing difficulty charging with his implantable pulse generator (ipg). To address this the patient underwent a revision procedure where the ipg was removed and replaced. The current location of the device remains unknown. No additional information was available despite good faith efforts.

Manufacturer narrative:
The device sc-1132 serial number (B)(6) was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available despite good faith efforts. Additional information received indicated the scs patient was experiencing difficulty charging with his implantable pulse generator (ipg). To address this the patient underwent a revision procedure where the ipg was removed and replaced. The current location of the device remains unknown. No additional information was available despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.